Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhiodopexy procedure for 3rd degree piles, as the surgeon fired the pph stapler, he found difficulty to fire plastic to plastic and the crunch sound was different; very mild and the surgeon could not fire all the way through although he tried with force. He then had no choice but to release firing trigger. As he opened the stapler, he found that the doughnut was stuck and he could not remove the stapler. It was bleeding. It looked like the doughnut was only half transected. The surgeon panicked and he tried to close the stapler. This time he fired again and he heard the crunch sound. He opened the stapler and it was bleeding and he could not find a trace of any staples at the mucosa or even in the blood. The surgeon managed to suture to stop the bleeding. Patient was ok. The condition of the patient immediately after the procedure was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: after firing, was the adjusting knob turned per the IFU (1/2 to ¾ revolutions)? Yes. When removing the device, did the surgeon ensure the anvil was free from the tissue (was the device rotated 90 degrees in both directions? Yes. Though it was rotated 90 deg, he had difficulty in removing the stapler.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.